Event description:
It was reported that the sutures pulled out after inserting the eyelet and anchors. The anchors were fully seated and were left in place. The surgery was delayed over 30 minutes but no additional adverse consequences were reported from this event. No further pt info is available from the customer. This device is used for treatment.

Manufacturer narrative:
The device was not returned for eval and the customer's complaint could not be verified. The lot number was not provided, therefore, a device history record could not be performed. The cause of the complainant's event could not be determined from the info available and without device eval.